Event description:
The customer reported that the unit was completely dead. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer. Since multiple parts were replaced to resolve the issue, we are unable to determine the exact cause of the malfunction.